Manufacturer narrative:
(B)(4). Evaluation: method - device history review could not be performed, as no lot/serial number was provided. Results - device history review could not be performed, and no product has been returned for analysis. Conclusion: other - cause of event cannot be determined. Analysis and conclusion: no product was returned for analysis. The lot/serial numbers of the oxygenators involved in this event were not provided, therefore, the cause for this event could not be determined. Customer should monitor pressure before and after membrane, the use of prophenol can cause higher pressure due to it's effects on clotting. Perfusion check list should be followed to ensure all aspects of the circuit are verified prior to commencing bypass. The use of a coated device will mitigate some of the potential causes for this issue.

Event description:
Medtronic rec'd information that these oxygenators failed to oxygenate. It was reported that the first oxygenator was changed out because the blood coming out of the oxygenator was blackish in color, confirmed by arterial blood gas reports. After the oxygenator was changed out, the second oxygenator also didn't seem to oxygenate adequately; however, with 100% fio2 the case was completed with the second oxygenator. At the time this event was reported, the pt was still in the intensive care unit with extended ventilator support. Additional information was rec'd that subsequently, the pt could not come off ventilator support and died. Cause and date of death were not reported; however, it was reported that the physician implanted the oxygenators to the pt's death.